Event description:
It was reported that the patient was experiencing difficulty charging the ipg and pain areas had less than optimal relief. The patient underwent an ipg replacement procedure, and the explanted device was not returned. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg and pain areas had less than optimal relief. The patient underwent an ipg replacement procedure and the explanted device was not returned.